Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the bent latch cover plate was blocking latch from closing. The tech straightened the latch plate to repair the bed.